Event description:
Customer reported the filament of the adc device remained in their skin and caused an infection at the sensor insertion site, pain, redness, soreness, hotness, and swelling. Customer stated that after receiving an x-ray at sanford state clinic, and an ultrasound at sanford medical center, they have been referred to a surgeon at sanford orthopedic institute in consultation of the removal of the sensor filament. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.